Event description:
The customer reported the hosp had gone to auxillary power usage. The ventilator was equipped with a backup battery source, however the ventilator attempted a restart and then went vent inop. The customer reported the ventilator was in use on a pt, there was no pt harm, and alarms sounded to specification. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech vefiried the vent inop condition reported by the customer. The svc tech reported while tesing transition from ac power to backup battery power, the ventilator attempted a restart. The service tech replaced the backup battery to correct the problem. Extended self testing (est) was performed and the ventilator passed per operating specifications.